Manufacturer narrative:
The pad-pak was first successfully installed by the user in august 2010 and performed to specification, alongside random manual power ons, up to the 14th june 2015. An increase in voltage suggests a further pad-pak ws installed during this time. Multiple manual power ons of ten minutes duration were observed in history log between (B)(4) 2015. The pad-pak was removed and was reinstalled on the 31st july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.